Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on (B)(6) 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint is confirmed. Upon visual evaluation, it was noted that the neoprene sleeve was collapsed/compressed. It was also noted that the connector appears bent. Upon functional testing, the tubing was assembled to a known good ar-6480 pump to be tested under normal use conditions. The device functioned as required. Additional testing with a fixture confirmed no leaks were present at the connector area. The cause can be attributed to misuse by unplugging and plugging the pressure line connector into the pump, thereby causing a pressure decay or spiking the bags of fluid and allowing fluid to migrate through the tubing before plugging the pressure line connector into the pump.

Event description:
It was reported on (B)(6) 2023 by a arthrex employee via sems that an ar-6410 main pump tubing membrane collapsed and resulted in uncontrolled reflux. Case involvement, no patient effect.